Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a syncopal episode. Their physician requested a transmission to review implantable pulse generator (ipg) performance. Follow up attempts were made to rule out product performance but were unsuccessful. The ipg remains in use. No further patient complications have been reported as a result of this event.